Event description:
The customer states that the folate controls, run on the architect i2000sr analyzer, has shifted high. This issue was not resolved by calibration. Field service decontaminated the analyzer and now the controls are acceptable. There is no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.